Event description:
It was reported that the patient arrived at the hospital with no pacing. An x-ray showed that the lead was broken. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient arrived at the hospital with a low heart rate and no pacing. An x-ray showed that the lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor fractured; the full lead was returned for analysis. Distal conductor distorted, outer insulation breached/cut and white substance was observed. A large amount of white substance was observed on an electrode.